Manufacturer narrative:
H1: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in sweden it was reported that patient was hospitalized and went to ER only due to high blood glucose. Duration of ER was 1 hour. Patient have ketones. Patient was released from the hospital within an hour. No further information available.